Event description:
The user facility reported their washer was leaking water from under the door. No injuries were reported.

Manufacturer narrative:
A steris field service technician arrived onsite, inspected the washer, and identified the basket stopper was wedged under the basket preventing the door from fully closing. The technician repositioned the basket, tested the unit, and confirmed it to be operating according to specification.